Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 6 was failed. The customer attempted multiple times to resolve the issue, but issue persisted.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 was failed. A field service engineer replaced the flat flex cable and identified a defective board as the root cause of the failure, found that full-height legacy drawer 6 was not detected on the bus and observed no light emitting diode (led) activity on both the drawer controller board and the pyxibus module controller board, replaced the flat flex cable and the drawer controller board, powered off the pyxis unit, manually removed the pockets, removed the legacy drawer, and installed a full-height enhanced drawer, manually reinserted the pockets, powered on the pyxis unit, and reconfigured the drawer. The customer tested the unit and confirmed proper functionality, also replaced the silicone keyboard. The system functioned as intended after the field service engineer repaired the device.